Event description:
It was reported that the patient experienced an occlusion alarm involving two infusion sets on (B)(6) 2026, which resulted in high blood glucose and was treated with a correction injection via mdi.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.